Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump displays the ¿verify¿ screen after it is rebooted and the time and date must be confirmed on the ¿verify¿ screen.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the black box shows that the pump was running on the default year of 2007 for the duration of the black box recordings. The pump was exercised for 24 hours and the battery was removed for 6 hours afterwards. When the battery was reinserted the time and date had reset to the default. The pump's total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within the expected range. A visual inspection confirmed that the bt1 internal battery was leaking. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked on the side and below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a severe hyperglycemic event. The reporter stated that the patient had a blood glucose level over 500 mg/dl and was experiencing symptoms of dehydration, blurred vision, and extreme drowsiness. The reporter stated that the pump had reset to the factory time when the battery had been replaced previously. The reporter alleged that another contributing factor to the hyperglycemic event could have been an increase in stress that the patient had been experiencing at work. This complaint is being reported because the patient allegedly experienced a severe hyperglycemic event that was reportedly contributed to by the pump resetting to factory time.